Event description:
The customer reported that the system displayed multiple errors and would not perform fluoroscopic x-ray. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ccd camera was evaluated and identified as the root cause. A quote for replacement was given to the customer. No further conclusion can be drawn as repair info is unavailable and no add'l service info was provided.